Event description:
It was reported the patient had started 'dribbling' every step they took. Patient had been using magnetic bracelets and stopped using them as of the previous night. Since the patient had stopped using the bracelets there was no 'dribbling.' Device was verified as on. Follow up reported the patient received assistance from their doctor or medtronic representative and their concerns were resolved. The patient had a follow up appointment scheduled for (B)(6), 2012. No further information was reported.

Manufacturer narrative:
Product ID 3093-28, lot# va01uz4, implanted: (B)(6) 2012, product type lead. (B)(4).